Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: a review of the pump¿s black box revealed one unexplained pump reboot. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The battery compartment was found to be cracked from the thread area to the case seal. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment cracked. The pump case was removed and there was evidence of additional moisture inside the pump on the battery canister and power printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.